Event description:
Related manufacturer reference number: 2017865-2023-44074. It was reported that the patient presented for a scheduled generator upgrade procedure. During the procedure, the implantable cardioverter defibrillators set screw appeared stripped and could not be loosened. While attempting to remove the atrial lead from the device's header, the lead pin was damaged and appeared sprung. Ultimately, the lead was capped and replaced on (B)(6) 2023. The device was replaced. After the procedure on the same day, the patient developed bleeding at the pocket site and underwent another successful procedure for reconciliation of the bleeding. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
The reported field event of set screw anomaly was confirmed in lab. The septum was missing when the device was received. The set screw was found to be slightly stripped, consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Functional testing was performed and found to be normal.

Manufacturer narrative:
Correction: this report is being submitted to update this device from serious injury to malfunction only. It was reported on 2017865-2023-44072 as serious injury by error.

Event description:
Related manufacturer reference number: 2017865-2023-46693.